Event description:
Patient representative reported "rupture of the left implant with a massive silicone leakage in the breast area that brought to a silicone contamination of several lymph nodes in the area of the left armpit." Device status is unknown.

Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "silicone leakage in the breast area and contamination of lymph nodes with silicone"

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d1, d2a, d2b, d4, d6b, g4, h4, h6.

Event description:
It has been determined, that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA. And will be un-reported.